Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipients infection reportedly resolved. No further treatment options will be provided. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an ear infection. The recipient was treated with antibiotics (type unknown).